Manufacturer narrative:
(B)(4). A hot axios stent and delivery system were returned for analysis. The stent was received partially deployed and the delivery system was received in "position 2". Functional evaluation was performed and the second flange was deployed without issue. The outer diameter of the stent was measured and was found to be within specifications. No other issues with the stent and delivery system were noted. The reported event of stent partially deployed was confirmed as the stent was received partially deployed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) / product label. The complainant reported that the device was placed to treat a cyst smaller than 6 cm. The IFU states, "the axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall; " however the device is not indicated to be placed to treat a cyst smaller than 6 cm. Taking all available information into consideration, the investigation concluded that the reported event was likely due to factors encountered during the procedure. It may be that the several attempts made by the physician to deploy the stent may have caused the stent to be unable to fully deploy. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a cyst during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during attempted deployment, the stent failed to deploy. During the procedure the physician noted that the cyst was smaller than what was originally thought; therefore, the procedure was completed by manually draining the cyst. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Note: according to the complainant, the axios stent was intended to be placed to treat a cyst smaller than 6 cm. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to treat a cyst smaller than 6 cm. This event has been deemed a MDR-reportable event based on investigation results which revealed that the stent was partially deployed. Please see block for full investigation details. On (B)(6) 2020 it was confirmed that the stent was removed from the patient partially deployed on the delivery system.